Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the implantable cardioverter defibrillator was unable to pair to a mobile application due to a possible bluetooth malfunction. A bluetooth reset was performed and the device was able to pair. There were no patient consequences.

Manufacturer narrative:
The device information was reviewed for the reported event of failure to interrogate via bluetooth telemetry. Analysis of the provided information confirmed the bluetooth issue and attributed it to memory corruption.